Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was below 40 mg/dl. The customer not experienced symptoms of low blood glucose value such as sweating. The customer treated low blood glucose with glucose tablets and food. No further complications were reported. The customer will continue to use the device.